Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with baclofen 200 mcg/ml and fentanyl 800 mcg/ml intrathecal therapy via an implanted pump. The brand of baclofen, dose, and lot number was unknown and dose of fentanyl was unknown. The hcp indicated that she had the dose of 120.08 mcg/day listed but was not sure which drug the dose applied to. The pump's indication for use (IFU) was listed as spinal pain. The patient's medical history and concomitant medications were unknown. The hcp stated the current low reservoir alarm date was set for (B)(6) 2016. The patient was currently inpatient at the hospital for withdrawal symptoms. Reported symptoms consisted of agitation and confusion. The patient fell a couple of months ago with an approximate date of (B)(6) 2015, but may have fallen more recently. The hcp was not aware of any issues associated to the fall. A computed tomography (CT) scan was performed and an hcp found an issue but the reporter was not sure what that was and if it was related to the pump therapy. The hcp would like to perform magnetic resonance imaging (MRI) and was calling for MRI guidelines. A CT scan was performed previously but they wanted to do another CT scan. The manufacturer had been paged to check the status of the pump. If additional information is received, a follow up report will be sent.